Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from a boston scientific field representative that this right atrial lead was capped and replaced secondary to device changeout after exhibiting loss of capture. An x-ray showed the lead had pulled back. No adverse patient effects were reported.